Event description:
Dlr states they have made multiple adjustments to chair since (B)(6) 2013. User called consumer line to complain as well. Dealer states right front caster will not touch the ground. He states he has worked with tech and did everything they said to do, but it still teeters and makes it feel like she's going to fall out of chair.